Manufacturer narrative:
Continuation of d10: product ID bi71000644 (unknown serial/lot); product type: 2560-mnav - o-arm system; implant date n/a; explant date n/a product ID unk_oarm_comp (unknown serial/lot); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: kit svc bi71000644 mvs comp 3.2.1 kit svc bi71000480 ups pwr sply h3) onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) computer was found to be intermittently restarting on its own. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that mobile view station (mvs) computer had been shutting down and rebooting intermittently.